Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the helix was rotated many times due to screwing in and out caused by placement difficulty. Muscle tissue was observed on the helix. The physician pulled the helix after clearing the muscle tissue. The pacing lead was not used and replaced. No patient complications have been reported as a result of this event.